Event description:
Additional information was received which indicated that the clinical picture was not consistent of a cardiovascular perforation. The fluid drained was reported as dark blood. The physician indicated the event was causal to the valve implant procedure. Hospitalization was not prolonged as result of the event.

Manufacturer narrative:
Updated data: b5. Note: a separate report for the medtronic temporary pacing wire captured in regulatory report #9611350-2023-00011. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this transcatheter bioprosthetic valve, the patient converted to cardiac arrest. Resuscitative measures were performed and the patient recovered. Approximately 30 minutes after the patient left the procedure room, the physicians were notified for bedside evaluation due to hypotension. Upon arrival, intravenous fluids and vasopressors were being administered for resuscitations. The initial impression was that the left ventricle was hyperdynamic and most likely underfilled. The patient rapidly deteriorated and advance cardiac life support promptly began with cardiopulmonary resuscitation (CPR) and additional vasopressors given. A bedside echocardiogram demonstrated a circumferential pericardial effusion. An emergent pericardial window was performed. "Some time late post"-operative, the patient converted to cardiac arrest a second time. The patient died approximately 1 hour and 49 minutes after leaving the procedure room. As reported, the immediate cause of death was ventricu lar fibrillation. The underlying cause was pericardial effusion, aortic stenosis, and left ventricular hypertrophy.

Manufacturer narrative:
Updated data: b5, b7 b5: of note, the updated information was previously captured within a duplicate regulatory report # 2025587-2023-04441. Going forward, new information will now be captured within this current regulatory report # 2025587-2023-04355. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the guidewire exchange occurred during the procedure but prior to the valve being attempted. Hypotension developed while the patient was in the intensive care unit (ICU). The patient¿s condition deteriorated and advanced cardiac life support (acls) began with cardiopulmonary resuscitation (CPR). A bedside echocardiogram which identified a circumferential pericardial effusion. The patient was taken to the operating room and an emergent pericardial window was completed successfully. As reported 100 milliliters (ml) of fluid was drained. A transesophageal echocardiogram (tee) noted no wall motion abnormalities, blood flow to the left main artery, and no migration of the transcatheter valve. The patient¿s hemodynamics quickly deteriorated and ventricular fibrillation and pulseless electrical activity (pea) were identified. Intravenous medication was also administered. Despite the resuscitation efforts the patient died the same date of the implant procedure. Hospitalization was reported as prolonged. As reported, the physician believed the cause of death was a right ventricular perforation from the pacing lead, and that the valve and delivery catheter system (dcs) were excluded from the cause of death.

Manufacturer narrative:
Continuation of d10: product ID: product lunderquist guidewire; product lot/serial number unknown; product type: guidewire; product ID product lunderquist guidewire; product lot/serial number unknown; product type: guidewire; product ID product unknown lead; product lot/serial number unknown; product type: pacing lead; product ID product d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery system; product ID product l-evolutfx-2329; product lot/serial number (B)(6); product type: loading system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 temporary pacing wire event captured in regulatory report #9611350-2023-00011. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which the physician indicated that the death was due to the patient¿s advanced age, frailty, small hyperdynamic left ventricle capacity and thin ventricular wall. The pericardial effusion was presumed to be due to the pacing wire due to delayed timing of hemodynamic collapse. As reported, the valve and delivery catheter system (dcs) were not contributing factors to the patient¿s death.

Manufacturer narrative:
Image review: the patient¿s executive summary was not provided for anatomical review. Intra procedural fluoroscopic images were provided and a review identified during the pre-balloon aortic valvuloplasty, visible kinks were seen in the wire. Medtronic recommends maintaining control of guidewire throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. Evidence showed the kinked wire was exchanged for a new wire prior to the valve implant because during valve implant, the wire appeared to have a normal shape. It was reported the patient developed a pericardial effusion and subsequently died. The pericardial effusion could have been caused by the kinked guidewire in the left ventricle or the temporary pacing lead. However, in this case, it was not possible to confirm what caused the pericardial effusion reported. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: death, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Updated data: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic guidewire was replaced due to an observed kink in the wire. The valve was then successfully implanted with no paravalvular leak and a mean gradient of less than 10 mmhg. The patient was extubated and left the procedure room. An unknown amount of time following the procedure, a pericardial effusion was observed, and the patient subsequently died.